Manufacturer narrative:
(B)(4). Only event year known: 2018. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria were met prior to the release of this lot.

Event description:
It was reported that during a vats lobectomy, the device did not fire as expected on the third firing (gold load). First firing utilized a green load and the second firing a gold load. The motor seemed to drag a little and the surgeon believed the staples did not form in a usual manner. Another psee45 was opened and utilized without issue for the remainder of the case. There were no patient consequences reported.

Manufacturer narrative:
Product complaint(B)(4). Batch # r5a03d. Investigation summary: the analysis found that one psee45a device was returned with no apparent damage and with one gst45d cartridge reload not loaded on the device. The reload was received fully fired. The device was tested for functionality in the straight position with a test cartridge reload and achieved its complete firing sequence without any difficulties. The staple line and cut line were complete and the staples were noted to have the proper b-form shape. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. The batch history record was reviewed and identified a defect/issue but was not related to the reported incident were found. In addition, no protocols or ncr related to the complaint, were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Device received.